Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. On investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with a reddish contrast. The auditory and vibratory features were operational. No tactile issues were found with the buttons.